Manufacturer narrative:
None of the erroneous results were reported. No pts were affected. The field service rep determined the cause to be external of the instrument operation; sample contaminates or sample preparation. No sample was retrieved. He performed instrument checks, verified rinse mechanism, and made slight adjustment to increase washing. Additionally verified probe adjustment was good. Verified analyzer performance by running calibration, controls and precision studies which were within specification.

Event description:
It was reported two pt samples experienced high sodium and potassium results when run as an aliquot tube from the mpa. Repeat testing was performed using the primary tube on a c501 analyzer and gave normal results. For pt 1, the initial sample was run as an aliquot from the mpa. The sodium result from the aliquot tube was 193 mmol per l and the potassium result was 4.62 mmol per l. Testing was repeated on the same analyzer from the primary tube and gave results of 134 mmol per l for sodium and 3.26 mmol per l for potassium. The sample was then repeated on another c501 analyzer at the site and gave sodium values of 134 mmol per l and 3.24 mmol per l for potassium. User added they experienced this same issue in the past with another pt sample that initial gave a high sodium result of around 200 on the mpa aliquot tube and when repeated using the primary tube the sodium resulted as normal. No actual data or exact date of occurrence was provided for this sample.